Event description:
The customer reported that she activated the pod at 7:04 on 7/2 and gave a 1 unit manual injection for ketones and hyperglycemia. Her blood glucose, carbohydrate intake and insulin treatment for this pod is as follows: time 08:48 am, bg (mg/dl) 389. Time 9:16 am, bg (mg/dl) 296. Time 10:16 am, cho (g) 32, bolus (u) 0.27 (increased 10% for an hour). She called her doctor for advice and was told to change the pod and give a 1 unit manual injection. The cannula appeared bent when it was removed. Her bg returned to range after a new pod was activated.

Manufacturer narrative:
The device was not returned for evaluation. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Qualification records were reviewed and the product lot met all acceptance criteria.